Event description:
It was reported that during a laparoscopic liver resection procedure, the device stopped working. When they plugged it in and took it off standby, they got an error code 3. A new one was used to continue the procedure. No patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. The instrument was received with the nose cone cracked. The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.